Event description:
On (B)(6) 2023 at 10:23 am, htl inc. Received a complaint notification from the sns regarding dropsafe safety needle 25g x 1". The initial complaint was made by (B)(6) to the sns. From the original complaint notification: "a needle's safety mechanism from the ancillary kit along with our covid vaccines failed and cased a blood borne pathogen exposure. The safety mechanism was closed, but the needle was sticking out of the safety mechanism, and when the caregiver when to dispose of it in the sharps container, it stuck them. Dropsafe safety needle lot number sn (B)(6). Htl-strefa attempted to obtain additional information about caregiver outcomes and current condition, we are currently waiting for a response.

Manufacturer narrative:
In the submitted notification, there was reported accidental needle stick injury due faulty needle safety mechanism. Htl-strefa made direct contact with the reporter to obtain additional information about event. There was information about made a laboratory blood test after injury, we are currently waiting for a response. We are aware that, the accidental injury might have led or might lead to the accidental blood exposure (abe). It is defined as an accident associated with exposure to blood, bloody fluids or other fluids, and might have caused or might cause serious infection in the injured third party. The complained problems can be considered as the product malfunction, because syringes had failures in regards of meet the performance specifications. Based on the supplier assessment a reason of defect can be unrelated to the manufacture, instead, caused by improper operation. Retained sample evaluation not confirmed any defect. Product involved in the event was not returned for the evaluation. However, taking into account above due to failure which cause needle injury and fact the users has been professionals, the event will be reported in us where the event was occurred.